Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was presenting an intermittent image. Reportedly, the issue occurred during inspection for use and had no reports of patient involvement.